Manufacturer narrative:
The report of abnormal impedances was not confirmed. Analysis of the returned mn10450-50a) lead c found it had been cut during the explant procedure. Microscopic inspection of the stimulation segment found a kink on the outer tubing where multiple internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-18956. It was reported two of the patients leads had fractured. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.